Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient was getting lateral stimulation for their flank area, whereas they used to get lower back and bilateral hip coverage. The patient stated that they had several falls, which was when they noticed a difference in coverage. An impedance check was done and all were within normal range. The patient was able to get lower hip to knee bilateral coverage. The patient¿s provider stated that they would be getting imaging done to determine the location of the surgical paddle. The issue was not resolved at the time of the report. No surgical intervention occurred and it was asked but was unknown if any surgical intervention was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they were unaware of any imaging results if they were done. They stated that the definite cause of the patient¿s changed in therapy was not determined, other than the patient stating that their coverage had changed following falls. The rep noted that reprogramming attempts were made on (B)(6) 2018; however, the rep is not aware if the issue has been resolved. Surgical intervention has not been planned or scheduled at this time. The event was confirmed with a physician/account. No further complications were reported or anticipated.